Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
Testing and investigation found the pump passed testing by sounding an audible alarm tone when air was present in the tubing distal to the device pump. (B) (4) (B) (4)

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of infed, at a rate of 175 ml/hr, with a vtbi (volume to be infused) of 1000 ml, for a duration of 6 hours and the delivery was started. After an unspecified length of time, the customer contact reported while doing a routine check on the patient, the nurse noted air in the tubing distal to the pump, approximately 6 inches from the patient. The nurse reported there was no pump alarm. The pump was removed from clinical service. No further medical interventions were required. The customer contact reported the physician was not notified. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.